Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data could not be extracted. Also, functionality testing could not be performed. A further extended investigation was conducted. Visual inspection was performed on the returned de-cased sensor and no damage was found. All components were appeared to be properly soldered in their positions. No track damage was observed, and all electrical contacts appeared clean. Glue was covering the poise voltage test point. The sensor data in the initial scan was reviewed and sensor was observed to be in state 7. Sensor state 7 with event log 130 with extended error code 129. This is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. To confirm the functionality of the return sensor, performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues, which confirms absence of accuracy issue. Sensor thermistor testing was within specification, which indicates thermistor function as intended. Poise voltage testing was performed and results were within specification which indicates no problems with the electrical signal lines critical to the glucose reading process. The glue over the poise voltage test point was removed before the poise voltage test. Since no damage was observed and the sensor passed functionality testing, this indicates that there were no issues with the sensor's functionality or electronics. The sensor passed functionality testing but it was observed that the returned battery voltage was not within specification. Since the customer was complaining about low readings indicating that the sensor had the correct voltage to operate and allow communication at that time. Therefore, the observation is not related to the complaint and did not cause the customers complaint. The passing of functionality testing is an indication that there were no issues with the sensor's functionality and electronics. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 102 mg/dl compared to readings of 501 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 102 mg/dl compared to readings of 501 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 4 days. There was no report of death, serious injury, or mistreatment associated with this event.